Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. No 510(k) provided as this device is not released for distribution in the united states.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power supply unit was the probable cause of the issue. It was replaced. The hardware, software, and instruments passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional. The power supply unit was returned to the manufacturer for analysis. Analysis found that when connected to ac only the (B)(4) port had normal output. All other ports had no output. Analysis found that the reported event was related to an electrical issue. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding an navigation device. It was reported that the system was turned on, but the surgeon monitor and the staff monitor were pitch-dark and no sound of pc fan was heard. There was no change after the system was rebooted. There was no change although the power supply was unplugged from the outlet and plugged into a different outlet again. After this issue the surgery was conducted without navigation. There was no patient impact reported and no delay to surgery.